Event description:
Customer reported a large difference between sensor glucose reading and blood glucose reading. Sensor glucose value was 50 mg/dl and blood glucose value was 346 mg/dl. Blood glucose level at the time of the call was 346 mg/dl. No further information was reported.